Event description:
Per vague report from customer note: "delivered 400mg of demerol but only 220mg was asked for." Hosp contact person assumed this to be related to a discrepancy between what was programmed into the pump vs. An output reading. The clinicians confirmed no pt injury and no pt treatment was related to this alleged event.